Event description:
The ligasure handle would not engage.====================== manufacturer response for ligation, ligasure advance======================they will come and pick up the instrument and evaluate it. They have already supplied a replacement.